Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a hospitalization related to inaccurate delivery on the pump. No additional information has been provided at this time. This report is made based on the allegation of hospitalization related to an allegation of a pump delivery issue.